Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they need to retrieve patient data from the central station for their report documentation of a patient's death. While the customer has not alleged a malfunction of the product, there is not sufficient information from a qualified clinician from the customer site to determine that use of the device was in no way a factor in the death of the patient. Therefore the complaint will be reported as the use of the device may have been a contributing factor in the death. The device was used for monitoring at the time of the alleged malfunction. The involved patient died. No patient information was provided so far.

Manufacturer narrative:
The reported problem was investigated via remote support by the remote service engineer (rse). The customer asked for support to recover ECG strips from the central station related to a patient death to include in their report. Remote support established that the patient had been discharged from the central station without saving the data. There was no possibility to restore any ECG recordings from the central station. The customer stated that they have some paper ECG strips recorded by a defibrillator that was also connected to the patient. The customer will use these for their report. Customer has not alleged a problem related to the functionality of the device. While the customer has not alleged a malfunction of the product, there is not sufficient information from a qualified clinician from the customer site to determine that use of the device was in no way a factor in the death of the patient. The problem was solved by instructing the customer. The remote service engineer advised that there is no possibility to get patients' data out of the central station after the patient has been discharged if this data was not saved at the time of discharge. This is considered as all that is warranted for this issue. The product remains at the customer site. There was no malfunction of the product. This issue was a customer's request for information which was resolved by instructing the customer. No further investigation or action is warranted.